Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events, 21 events were reported for this quarter. Product return status, 9 devices had investigation types that have not yet been determined, 12 devices were received. Evaluation findings (results/components), 9 devices: results pending completion of investigation / part/component/sub-assembly term not applicable, 4 devices: wear problem, overheating problem identified / bearings, 7 devices: no device problem found / part/component/sub-assembly term not applicable, 1 device: degradation problem identified, no device problem found / part/component/sub-assembly term not applicable. Product disposition, 1 device: rework, 10 devices: scrapped by stryker, 1 device: not repaired but returned to customer, 9 devices: product disposition is not yet determined. Additional information, 21 devices were not labeled for single-use, 21 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 21 events for the failure: overheating of device, 4 events had no health consequences or impact, 10 events had problem identified during non-clinical procedure; there was no patient involvement, 5 events had problem identified before clinical use/exposure; there was no patient involvement, 2 events had minor injury/illness/impairment.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99420. Supplemental rationale: corrected data: b5, h6, h11. 21 previously reported events were included in this follow-up record. Product return status: 6 devices had investigation types that have not yet been determined. 15 devices were received. Evaluation findings (results/components): 6 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. 5 devices: wear problem, overheating problem identified / bearings. 8 devices: no device problem found / part/component/sub-assembly term not applicable. 1 device: degradation problem identified, no device problem found / part/component/sub-assembly term not applicable. 1 device: wear problem, no device problem found / bearings. Product disposition: 1 device: rework. 13 devices: scrapped by stryker. 1 device: not repaired but returned to customer. 6 devices: product disposition is not yet determined.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 21 events for the failure: overheating of device. - 4 events had no health consequences or impact. - 10 events had problem identified during non-clinical procedure; there was no patient involvement. - 4 events had problem identified before clinical use/exposure; there was no patient involvement. - 3 events had minor injury/illness/impairment.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99420. Supplemental rationale. 21 previously reported events were included in this follow-up record. Product return status. 2 devices were not available for evaluation. 16 devices were received. 3 devices had investigation types that have not yet been determined. Evaluation findings (results/components). 2 devices: no findings available / part/component/sub-assembly term not applicable. 6 devices: wear problem, overheating problem identified / bearings. 8 devices: no device problem found / part/component/sub-assembly term not applicable. 1 device: degradation problem identified, no device problem found / part/component/sub-assembly term not applicable. 3 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. 1 device: wear problem, no device problem found / bearings. Product disposition: 2 devices: product not received. 1 device: rework. 14 devices: scrapped by stryker. 1 device: not repaired but returned to customer. 3 devices: product disposition is not yet determined.

Event description:
No change.